Event description:
It was reported the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was capped and will be extracted and replaced in the future due to the inability to place a new lv lead at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).